Manufacturer narrative:
The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked back button keypad overlay, broken off retainer ring, missing reservoir tube o-ring, serial number label fading, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged around the battery compartment. It was reported that the pump may have been dropped. No further information provided.